Manufacturer narrative:
Spindle.

Event description:
It was reported by service report that the right side rail would not lock in the upright position. No pt involvement or adverse consequences are reported.